Event description:
The customer reported that the system stopped fluoroing during an exam. An on site investigation found that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as further repair information is unavailable.